Event description:
Customer reported device = 445 mg/dl at 7:40 am. Customer ate breakfast and took morning medicine. At 9:50am, customer did not feel right. Device = 92 mg/dl. Spouse gave patient 2 glasses of apple juice. At 9:58 am, device = 263mg/dl. Controls were in range. Strips expired. A request was made for return product and replacement product was sent.